Event description:
It was reported that the labels are peeling off tubes and they were receiving erroneous results with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that the labels are peeling away from the tubes. Manufacturer label is peeling away from the tubes on these lots and the shrink wrap plastic coating is very loose. Additional information from customer received 2019-07-18: the customer stated that erroneous results was originally reported, but there was no mention until now. She confirmed that this all occurred with the same tubes that there was packaging and label issues. No dates of event for each incident are available occurrence quantity is not available samples are not available.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history records was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. Although no samples or photos were available for evaluation for the label lift issue, bd has initiated further investigation relating to label lift through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure modes were not observed by bd. However, further investigation has been initiated through CAPA#1064141 for the label lift issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA#1064141 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: 2019-05-21, however, new information was received on 2019-07-18. The complaint was reevaluated and determined reportable based off the new information provided. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9024639. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-01-24. Medical device lot #: 9029635. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-01-29. Medical device lot #: 9053641. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-02-22. Medical device lot #: 9093690. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-04-03." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels are peeling off tubes and they were receiving erroneous results with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that the labels are peeling away from the tubes. Manufacturer label is peeling away from the tubes on these lots and the shrink wrap plastic coating is very loose. Additional information from customer received 2019-07-18: the customer stated that erroneous results was originally reported, but there was no mention until now. She confirmed that this all occurred with the same tubes that there was packaging and label issues. No dates of event for each incident are available. Occurrence quantity is not available. Samples are not available.